Event description:
Procedure type: cholecystectomy. According to the reporter: during the case, the endograsp coating broke, pieces of coating fell inside the patient. There was no bleeding or delay in procedure time. Towards the end of the surgery, the surgeon withdrew the pieces with forceps. There was no patient injury reported.

Manufacturer narrative:
(B) (4)